Manufacturer narrative:
Philips investigated this complaint and, based on additional information collected, determined that the system was not in clinical use when the issue was identified. A philips remote service engineer examined the system remotely and confirmed the reported malfunction. Review of the logs indicated a malfunctioning geo pc with multiple communication issues. During troubleshooting, it was found that the geo pc would not boot automatically and required manual power-on, the bios battery was dead, and the computer was deemed faulty. A philips field service engineer subsequently visited the site and confirmed the issue. To resolve the problem, the faulty geometry computer (geo ipc) was replaced and returned for further analysis, which identified the failed component as ram. Following replacement of the geo ipc, the system was returned to service in good working order. At the time the complaint was received, philips did not have sufficient information to exclude the potential for death or serious injury upon recurrence, and therefore the complaint was reported. Subsequent investigation confirmed that the issue occurred without patient involvement and was identifiable prior to procedure commencement, leading to the determination that the scenario was not likely to cause or contribute to death or serious injury if it were to recur. As outlined in the instructions for use, users are required to perform routine user checks and ensure all checks and actions are satisfactorily completed before using the product for its intended purpose. The product must not be used until these checks are completed; therefore, as the device was not in use when the issue was identified, the user would have detected the issue prior to use, and the event occurred due to improper maintenance. Based on this re-evaluation, the case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.